Event description:
During surgical procedure, suction irrigator machine started to smoke. Machine stopped and removed. Machine sent for evaluation. Unk etiology of cause. FDA safety report ID# (B)(4).